Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer stated that he might have overbolused on the pump. The customer stated that there was no serious injury or hospitalization. The customer declined to troubleshoot for low readings.